Manufacturer narrative:
G2. Foreign: australia. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's implantable neurostimulator (ins) has reached end of service after just over 1 year. The device remains implanted but was not operational. The patient has reported an error message that appears on her patient programmer: ¿neurostimulator battery has been depleted ¿ therapy is no longer available. Service code 302.¿ upon conversing with my clinical specialist manager, they suspected that the potential explanation behind this premature end of service (eos) would be the high energy demanding programming that may have been configured on the ins upon implant. The issue has not been resolved. The patient has a pre-existing indication that warranted implantation of her spinal cord stimulator. As her device has reached end of service, their pain persists. Additional information was received, it is unknown if the longevity calculator was sued because the rep¿s predecessor met with the patient and she is no longer employed by the manufacturer. The hcp was not aware that the ins would last only 1 year, the hcp was under the impression that the ins would last over a year. They were not advised how long he expected the device to last. Based on the rep¿s conversations with the hcp, their colleagues and management, this depletion rate is considered abnormal, however, it could potentially be considered normal based on the programming the predecessor rep used. To the rep¿s knowledge, the patient did not experience any falls, accidents, or issues that would have contributed to this. It is unknown if the ins will be replaced at this state. Replacement of the ins will be discussed with the hcp.